Event description:
The event involved an unspecified ICU medical tubing device. A proximal occlusion was reported during a norepinephrine infusion in the intensive care unit. Due to difficulty troubleshooting this issue, the patient¿s blood pressure dropped to 40s/20s. The event occurred between 0800-0805. The patient was in ICU for acute hypoxic respiratory failure requiring intubation c/f decompensated biventricular failure, multifocal pneumonia and acute respiratory distress syndrome (ards). The patient was on continuous veno-venous hemofiltration (cvvh). The rn identified that tubing was out of the purple line holder, fixed this, and then tried to restart the pump. The pump messaged the clinician to back prime but then the pump would not allow back priming. The staff tried to reprogram the pump resulting in the same issue. The pump was reprogrammed again and it corrected itself. During this time, blood pressure dropped resulting in trendelenburg and emergent phylephrine administration. Cvvh also stopped working for a short time due to the drop in blood pressure. It was reiterated that the tubing was not staying in the purple line holders and had potential kinking. The staff was concerned with the time it takes for ICU pumps to assess the line to restart. The customer provided additional information (subsequent to the original complaint) to summarize the facility's proximal alarms: when the tubing occludes proximally, the pump alarms and displays a back prime button. Once staff fixed the occlusion, they were then attempting to back prime which initiates a cassette test. This was prolonging/interrupting the infusion from running. The customer was instructed that they do not have to click the backflow button; they can just press start and it will return running without a cassette test. No further information is available.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.